Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the act button was not responding. He stated that he has to press the button hard and at an angle. The fastening underneath the act button is worn out. The customer was advised to discontinue use of the pump and revert to a back up plan. The blood glucose reading was 172 mg/dl. No further information was provided.